Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart and a cold reset was performed. The customer¿s blood glucose level was unknown. The customer also reported that the pump had a watchdog timeout and after changing battery beeps and the screen went blank. The customer declined troubleshoot of unexpected restart. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit power up properly after battery installation. No blank display, frozen screen or audio/beep anomaly noted. Unit received with all operating currents within spec and passed functional testing including the rewind test, self-test, error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected alarms or reset/reboot anomaly noted during testing. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked reservoir tube lip, stained address/serial number label and stained end cap sticker.